Event description:
It was reported that the insulin pump alarmed during manual prime. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarm during the basic occlusion test due to loose motor drive support disk. Unit was received with physical damage, severely scratched on display window and cracked display window corners noted during visual inspection.